Manufacturer narrative:
9612392-2007-00004 and 9612392-2007-00005 are reported from the same facility. We are now investigating unclear points in this case.

Event description:
Event: injection site joint swelling and pain: in 2007, a female patient received artz (=sodium hyaluronate) and lidocaine injection into both knees after both knees were punctured and drained joint fluid. Following the injection, pain of the left knee aggravated. Two days later, the left knee was punctured and drained 35ml of slightly-cloudy fluid. Blood was also collected and revealed high inflammation. Crp was 11.4 mg/dl and wbc was 5, 800 cells/microliter. The knee was fixed and she received antibiotics intravenously. The next month, the inflammation subsided. Three days later, splint was removed and she started hydropathic treatment. The symptoms were improving. Physician's comment: it is unreasonable that only the left knee was inflamed as described even though both knees had been punctured and intra-articularly injected in the same way.